Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media by the customer's next of kin that the customer experienced a diabetic coma with unknown blood glucose levels at the time of the incident. The reporting party did not mention how the customer was treated. The customer was most likely wearing a medtronic device during the incident. The reporting party stated the family was considering legal action. Troubleshooting was not completed and no further information was obtained as the reporting party could not be identified. No devices will be returned for analysis.